Event description:
It was reported by the aci sales professional that a patient underwent a peripheral diagnostic procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram revealed significant calcium at the vicinity of the arteriotomy. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that the balloon lost pressure when it was being retracted to the distal tip of the sheath. The device was removed and the patient was converted to manual compression where successful hemostasis was achieved. The patient was discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was returned for investigation. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. Visual inspection at high magnification confirmed a longitudinal tear in the balloon. The review of the lhr (lot f1031918) indicated that the mynx device met all established performance criteria prior to shipment.